Event description:
Patients representative reported, a rupture, paresthesia, pain, infection. And capsular contracture baker, grade unknown. This relates to the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection and capsular contracture are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, paresthesia, pain, infection. And capsular contracture baker, grade unknown.

Event description:
Patients representative reported a rupture, paresthesia, pain, infection and capsular contracture baker grade unknown. This relates to the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g2, h4, h6. Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number 21896274 was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30025735 is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. DHR summary. Review of sterilization and seal strength records related to work order 3019316 did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. Other records reviewed: environmental monitoring results for feb 2017, and bioburden monitoring results for feb 2017. The review of the documentation associated with the manufacturing process indicates that all devices with lot number 3019316 were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation. According to the device history record review performed, the reported event was not confirmed.